Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history record was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the mfg that would contribute to this complaint. The tip of the screwdriver blade was received broken off. The material analyzer could not distinguish between varying amounts of carbon content present in different materials. (B)(4). The hardness testing showed that the device was harder than specs, therefore the complaint is valid.

Event description:
It was reported that the surgeon used a battery-powered driver to tighten the screws as far as possible. Then the surgeon removed the screwdriver blade from the battery-powered driver and used a ratcheting driver on the blade to tighten the screws by hand. While using the ratcheting driver, the screwdriver blade broke. All the pieces were removed from the pt and the procedure was completed successfully with no harm to the pt.